Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and two suprarenal aortic extensions on (B)(6) 2015. On (B)(6) 2016 the patient came in emergently with back pain and computed tomography (CT) showed a potential type 1b or type 3b endoleak. On (B)(6) 2016 the patient had an angiogram and the physician confirmed the leak to be a type 2 endoleak. The physician elected to coil as well as implanted a limb stent and an ovation limb to seal the endoleak. Procedure was successful and there have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the investigation based on the information available, clinical was able to confirm the following; back and abdomen pain, a type ii endoleak from 2 locations-first from an iliolumbar branch of the right internal iliac artery and second a small lumbar at the level of the second lumbar vertebrae, secondary procedure of coil embolization of the aneurysm sac and extensions to the right iliac limb with an ovation limb extension, and to the left iliac limb with an endologix limb extension. Additionally there was evidence to reasonably support the following observations; continued type ii endoleak at the level of the second lumbar vertebrae; unknown endoleak in the distal aorta, unable to determine source due to imaging artifacts from the embolization coils, and a 20% dilation of the superior stent margin of the main body. The clinical assessment was based on adequate patient medical records, and adequate patient images. Manufacturing evaluation: the manufacturing lot evaluation confirmed all devices met specifications prior to release. Device evaluation: devices remain implanted in the patient and were not returned, no evaluation completed. Root cause: based on the information available the root cause of the reported event is unknown. Device was not returned, no evaluation completed. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; off-label outside the treatment range, patent lumbar vessels, and proximal extension with a 25mm main body. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.